Event description:
When rn (registered nurse) was placing IV, needle would not retract when deploying the button. Another insyte utilized without difficulty. Patient underwent an additional stick. Manufacturer response for IV catheter, bd insyte autoguard bc (per site reporter). Equipment failure reported to customer service. Equipment available for return to manufacturer for investigation.